Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the fiber broke off and was left inside the patient. The procedure was completed with the same fiber. There were no further patient complications.

Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the fiber broke off and was left inside the patient. The procedure was completed with the same fiber. There were no further patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the fiber broke off and was left inside the patient. There were no further patient complications.